Manufacturer narrative:
Additional information g4, g7, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.